Event description:
It was reported that a few days after the left ventricular lead was implanted, it was found to be dislodged. The physician reprogrammed the device, and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).